Event description:
The hospital reported that the harvester has the impression that the system is leaking co2. This was the matter during the transection phase, not at the dissection phase. Both co2 connection used cannula and port. The harvester opened a new device. No harm to the patient. There was a 10 minute delay.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.